Event description:
It was reported that the patient passed away on (B)(6) 2021 due to right heart failure. The patient was inotrope dependent and on intravenous lasix. The patient decided to withdraw care. The death was not considered to be device related. It was noted that the patient had a presumed thrombus prior to their death, but tissue plasminogen activator (tpa) was given which brought down the patient's lactate dehydrogenase (ldh) levels as well as pump power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported right heart failure, as well as subsequent patient outcome, could not be conclusively established through this evaluation. Additionally, the suspected thrombus could not be confirmed as no product was returned. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure, thrombosis, and death as adverse events that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.